Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4) .manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 63, 68, 57 and 60 mg/dl fasting and 62 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 111 - 128 mg/dl; expected non-fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 80 mg/dl and 92 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. Test strip lot manufacturer's expiration date is 10/24/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :63mg/dl date: (B)(6) 2018 time:12:19pm fasting, result 2 :62mg/dl date: (B)(6) 2018 time:05:48pm not fasting, result 3 :68mg/dl date: (B)(6) 2018 time:02:42pm fasting, result 4 :57mg/dl date: (B)(6) 2018 time:12:03pm fasting, result 5 :60mg/dl date: (B)(6) 2018 time:08:40am fasting.